Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Explant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19993260. Product family: scs-extension: upn: m365sc3138350, model: sc-3138-35, (B)(4).

Event description:
It was reported that the patient had an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information has been obtained despite good faith efforts.